Event description:
It was reported to philips that system gave an alert indicating the motor assembly experienced an error, which can impact geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during neurovascular diagnosis procedure. The procedure was completed as planned. The philips remote service engineer (rse) examined the system remotely and confirmed that geometry motor assembly error alert. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and extracted the logfile and sent it to nss which shows longitudinal movement error. To resolve the issue, fse performed longitudinal movement calibration. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.